Event description:
A malfunction on the pump was reported by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displaying "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred.